Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s daughter called stating that the patient had experienced elevated blood glucose levels throughout the night. The patient received a low insulin alert and proceeded to perform a full supply change using a contact detach infusion set. The agent walked the patient through the complete supply change and explained that during the first two weeks of using the device, highs and lows may occur as the system adapts. The patient and family expressed understanding, and insulin delivery was resumed. The reported lot numbers were cd-6005553 for the infusion set, 31486 for the cartridge, and 30671 for the connector. The patient confirmed that blood glucose levels were affected, with a highest reported value of 346 mg/dl. The patient remained outside the target range for approximately twelve hours. No back-up therapy was used, and no ketone testing was performed. The patient had not received any recent steroid injections, and no medical intervention or additional assistance was required. The patient reported dizziness, which was noted to occur frequently and not specifically due to this event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.